Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the patient experienced a blood glucose over 600 mg/dl with symptoms of dehydration, nausea, polydipsia and unspecified levels of ketones associated with an alleged cartridge issue. Reportedly, the patient remained on the pump, discontinued pump therapy and resumed with the same pump. The patient was treated with insulin via injection, intravenous fluids and other treatment at the hospital by their health care provider. During troubleshooting with customer technical support, the patient stated that they received an empty cartridge alarm on (B)(6) 2017 and based off the basal history and prime history, the patient never changed out to a new cartridge and it showed that the pump was not primed until (B)(6) 2017. The basal rates did not become active until (B)(6) 2017 at the same time when the pump therapy was resumed after coming home from the hospital. On (B)(6), the patient stated that she remembered receiving an empty cartridge alarm but was not home at the time. The patient believed she changed to a new cartridge but could not remember. The patient stated she did not remember any damage to the infusion set or cartridge when it was removed at the hospital and there was no other condition that would have contributed to the high bg. This complaint is being reported because the patient experienced a hyperglycemic event due to user error.